Manufacturer narrative:
Preliminary analysis showed that the root cause of the reported behavior was related to a bad connection of service after hibernate.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the installation of the smartview 2.44 version was done successfully few days ago. The user could use successfully the subject programmer and interrogate some devices. According to the physician, after two follow-ups performed, while interrogating a third device on the same day, the screen was frozen, it was not possible to do any actions so that the physician had to unplug the programmer. After rebooting, the device could not be interrogated and an error message was displayed. An explanation was required.

Event description:
It was reported that the installation of the smartview 2.44 version was done successfully few days ago. The user could use successfully the subject programmer and interrogate some devices. According to the physician, after two follow-ups performed, while interrogating a third device on the same day, the screen was frozen, it was not possible to do any actions so that the physician had to unplug the programmer. After rebooting, the device could not be interrogated and an error message was displayed. An explanation was required.

Event description:
It was reported that the installation of the smartview 2.44 version was done successfully few days ago. The user could use successfully the subject programmer and interrogate some devices. According to the physician, after two follow-ups performed, while interrogating a third device on the same day, the screen was frozen, it was not possible to do any actions so that the physician had to unplug the programmer. After rebooting, the device could not be interrogated and an error message was displayed. An explanation was required.